Event description:
Reportedly, the cartridge was closed over the stomach and then it jammed. The cartridge contained peri-strips. The distal end of the endo gia universal shaft shattered into a couple of pieces and then the handle disengaged from the cartridge. The surgeon had to remove all the pieces of the handle from the patients cavity and resect on both sides of the stuck cartridge.